Event description:
It was reported that the facility's programming was not functioning properly despite changing out the battery. Good faith attempts to obtain the wand for product analysis have been unsuccessful to date.